Manufacturer narrative:
Product ID (B)(4) serial# unknown product type recharger product ID (B)(4) serial# (B)(4) product type recharger . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37791, unknown, product type: recharger. Product ID: 97754, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain, spinal pain. It was reported that in (B)(6) 2018 the patient was having problems with recharging the ins. The patient stated that in may they had a return of pain and could hardly walk, due to the pain. The patient reported that they met with a manufacturer representative to help recharge their device, and the manufacturer representatives' equipment was experiencing the same issue with fluctuating coupling during recharge. Patient reported that when the manufacturer representative check the device it was showing that it was not charging with full coupling. A replacement ins recharger (insr) and insr antenna were sent. The patient reported that the replacement equipment did not resolve their recharging issue. No additional patient symptoms, and no additional device complications were reported for this event.